Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -11.0/2.5/088 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
G4 corrected to: PMA/510 (k) number: p030016 in the initial MDR. (B)(4).

Manufacturer narrative:
The lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).